Manufacturer narrative:
The pump was received with broken reservoir tube lip. The reservoir tube lip was completely broken off and test reservoir will not lock, click in place. The pump was received with missing reservoir tube o-ring and cracked reservoir tube.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the damage was located on the lip of reservoir compartment. The customer states part of the lip is missing. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.